Event description:
It was reported that the unit would not turn off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The continuous activation condition was not confirmed as it could not be replicated on the returned unit. During the evaluation, a unit malfunction and a possible contributor for the reported failure during surgery was confirmed. Two operational simulations were performed with the returned unit. During the first simulation, the returned unit was connected to a crossfire console that overrides the expiration date for testing purposes. It was observed that the cut/coag buttons did not work. The returned unit used in surgery was dissected to verify the electrical connections. No manufacturing related defect was found that could lead to the reported failure. No abnormal condition was observed in terms of wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. However, saline water residue and rust was observed inside the handle, inside the plastic covers of the button domes which caused the signal interruption (failed signal test) during the returned unit¿s evaluation. Saline water residue was also observed on the pcb board and wires. The unit was inspected to identify the fluid ingress point. Water was injected through the different joints of the probe where it is possible for the water to ingress (inside and outside) and no ingression point was observed. The only possible ingression point identified is the suction tube¿s and communication cable¿s outlets, orifices by design located on the bottom of the handle. If there is water ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, the water presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. At this point, another operational simulation was performed, bypassing the hand controls and using a foot switch. The unit operated as expected in coag and cut mode which indicates that there was no manufacturing related defect on the unit's core assembly. Since the unit was returned with the suction tube cut, it is possible that it might have been cut before surgery and used without connecting it to a suction source and then the staff might have cut the suction tube and suction adapter for handling purposes. When using the unit with the suction tube cut, the saline water back flows over the cut suction tube back inside the handle. It also cannot be ruled out that the unit might have been submerged in fluid, possibly when resting in the pocket drape. Only the probe¿s tip is intended to be submerged in liquid. In addition, if the probe has suction capability, the suction hose needs to be connected to the suction adapter or if the suction will not be used, the suction pinch clamp must be closed. According to the returned unit¿s evaluation, a manufacturing related contributor for the reported condition and the water ingress observed can be ruled out. The most probable root cause for the reported condition can be identified as user related. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that the unit would not turn off.